Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 7122 competitor implantable tachy lead 2009-(B)(6). (B)(4).

Event description:
It was reported the atrial lead threshold measurement was high. The lead remains in use. No patient complications have been reported as a result of this event.